Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to 39 mg/dl followed by persistent high readings after treating the low with juice, peanut butter crackers, and a self-administered glucagon injection; the user also recalled an alert starting with ¿insulin,¿ changed diabetes supplies per guidance, and contacted their healthcare provider. Symptoms included sweating, confusion during the low, and a headache after glucagon. Outcomes included continued hyperglycemia after glucagon that later began trending back into range, with no hospitalization, no professional intervention at the time of the event, and negative ketones. Investigation included troubleshooting and education, including advising supply changes and consultation with the healthcare provider. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia remained unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.